Manufacturer narrative:
Due to characterization limit, below field are added from e1- (event site full name: (B)(6)). (Event site address: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cardiosave intra aortic balloon pump (iabp) had automatic filling error and pumping could not start. There was no harm reported to the patient.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6 (type of investigation, investigation findings, component codes , investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, he states an automatic filling error occurred immediately after starting use. Fse visited the facility and confirmed that the problem could be reproduced. When fse checked in-house, fse found that the valve (k3) of the fill manifold assembly was malfunctioning. After replacing the helium reservoir assembly (0997-00-0565) and checking again, pumping became normal. Fse ran it continuously for a week and confirmed that it was normal. Fse also confirmed that the automatic refilling was repeated and that the device was functioning normally. After that, an inspection was carried out based on the inspection record sheet. The operation check result was good.